Manufacturer narrative:
A model, UDI or manufacturer lot code were not provided. With no means to determine the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed. Not returned to manufacture.

Event description:
Consumer reported via email that prior to use of a tampon, the string was missing. She did not use the tampon.